Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unspecified defect in the blood pump segment of a prismaflex hf1400, resulting in a fluid leak from the cartridge. The event occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a template diagram of the sample was provided for evaluation. The location of the leak was circled on the diagram. Per the diagram, the leakage occurred at level of the two junctions between the dialysate pump segment and the support plate. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.